Event description:
The customer reported the device shut down while in use on a patient. The customer reported the ventilator was alarming. The patient's oxygen saturation declined. It is unknown what level the patient's oxygen saturation was at, and what level it went down to. The customer reported there was no permanent harm to the patient. The patient was put on another ventilator. As the device is out of warranty, the customer contacted manufacturer product support (pse) for assistance. The customers biomed reported that when he turned the device on, it was unable to be turned off. The biomed replaced the power switch to resolve the issue. The unit is back in service after replacing the power switch.

Manufacturer narrative:
Power switch not returned for evaluation.